Manufacturer narrative:
Patient information is unknown. It is unknown when device backed out. 510k: this report is for an unknown spine screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient had a cervical posterior fixation to fix c1. On an unknown postoperative date, an unknown screw was found to have backed out. On (B)(6) 2018, a revision surgery was performed to revise the screw. Surgical outcome is unknown. There was no surgical delay reported. There is no patient consequence. Concomitant device: titanium (ti) toploading transconnector small - sterile (part: 04.614.515s, lot: unknown, quantity: 1). This report is for an unknown spine screw. This is report 1 of 1 for (B)(4).